Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel which led to non-sustained ventricular fibrillation (vf) episodes. The patient reported that they felt another manufacturer's implantable cardioverter defibrillator (ICD) was loose in the pocket and could be moved around. No x-ray was taken at that time. Five months later, there was continued oversensing of noise which led to the patient receiving 43 inappropriate shocks. The rv lead impedance was noted to be chronically low and had decreased further. A revision procedure was performed where the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.